Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon further review the following clarification is needed: during the call, the patient (pt) mentioned historical events that led them to inquire about newer versions of the spinal cord stimulator (scs) neurostimulation systems. Patient reported receiving a lot of pills but stated they wanted to try the new stimulation system instead. Patient requested information comparing the rechargeable vs non-rechargeable systems as well as information about trialing. Pt services reviewed the requested information and provided resources which included engaging the manufacturer representative (rep) to make them aware the patient was interested in getting their scs system replaced. Patient reported having an appointment to do an scs trial on (B)(6) 2024. On december 14th an email was received from rep. Rep reports another rep was present for the patient's replacement on (B)(6) 2024.

Event description:
Additional information was received, it was reported the recharger was unable to connect to the battery. Patient met with their provider on december 12 and was able to add the patient for replacement on (B)(6). The ins was replaced and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the battery had reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their implant quit in late summer of 2019 because they couldn't get the thing to recharge. Patient stated that they only got 4 years out of the implant before it quit and in the last 5 years they haven't had any use at all out of it because it threw up a code and wouldn't charge. Patient could not recall what the code was. Pt met with reps at the hcp office who told them they could not help the pt unless the ins was recharged. Patient mentioned that they would get irritated and fall one day and they would pray god to help them and they started getting off a lot of pills. Patient wanted to know about the new style battery and what's different between the 9 year battery that you have to recharge and what is the difference between the 5 year battery where you don't have to charge in 5 years. Pt noted they had a load of questions. Agent reviewed information with the patient and redirected the campaign solutions/ambassador program line. Agent provided the patient with the ambassador program phone number and also sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.